Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 16-jun-2023. H3: analysis of the wireless recharger [s/n (B)(6)] found that the led¿s scroll continuously. The device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported the past 6 months the patient's recharger has malfunctioned. The patient said that the recharging light just splashes and won't stay charged. Patient said they can't even use it to charge their implantable neurostimulator. Patient plugged the dock into the charger and confirmed the green light was on the dock. Patient attempted to connect to their recharger with the handset and received the recharger not found message. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient mentioned they have an appointment with their healthcare provider on the 17th. Patient stated the manufacturing representative (rep) called them and told them to call patient services.